Event description:
The customer reported via phone call that she was having an issue with the sensor. The customer stated she put on a sensor and the following night it started reading her blood glucose was low when it actually was normal. The customer ended up turning off the sensor, turned back on in the morning, calibrated, worked for a while, but then sugar glucose was 106mg/dl and blood glucose was 127mg/dl. The customer stated it alarmed threshold suspend even though blood sugar was normal. During the troubleshooting we were unable to determine sugar glucose. The customer's blood glucose during the troubleshooting was 165mg/dl. The customer continued having issues with the readings. Her blood glucose was 110dmg/dl and sugar glucose was 11mg/dl. The customer was unable to remove sensor while on the phone. She will remove and return sensor for analysis. The customer's blood glucose was 146mg/dl.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.